Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the pilot valve not shifting. Additional malfunctions are the compressor intake, cabinet filter, and rear door are missing.